Event description:
It was reported that there is an intermittent problem with the vertical down notion on the 9800 system. Possibly the vertical down button is not working. There was no report of patient injury.

Manufacturer narrative:
The reported issues is currently under investigation. Initial information indicates that the ps3 power supply needs to be replaced. Power supply on order. A follow up report will be filed when additional details become availab.